Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was difficult plunger movement found while using a 3 ml bd safety-lok¿ syringe with detachable needle as the consumer stated "the syringe did not draw up the medication." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: a single loose 3ml safety-lok syringe and two opened empty safety-lok 3ml syringe packages were received, confirmed to be from batch # 5245904 (p/n 309596). The sample was visually evaluated. The syringe was found to have pink and red fluid residue at the needle tip, inside the hub and the syringe. The plunger was pulled back and forward - the movement was smooth with no resistance or any issues. No defects were observed. The safety mechanism of the syringe was activated and the sample was contaminated, therefore, no other evaluation could be performed. Product defect could not be confirmed based on the sample received. DHR review for batch 5245904 (p/n 309596): manufacturing dates: 05/03/2014 to 05/04/2014. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5245904 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect could not be confirmed based on the sample received.